Event description:
A right subclavian insertion site was used. Catheter was inserted 2006 and med solution infused into pt. On the 5th day, pt developed a fever and the following day, a decision was made to remove catheter due to ongoing fever. No reported pt complications.